Manufacturer narrative:
Correction: the awareness date should have been nov 14, 2023 instead of nov 15, 2023.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise. Programming changes were performed to deactivate the lead. There were no patient consequences.